Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was observed. Additionally, retention and customer samples were selected for evaluation/testing and upon completion, the issue relating to overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for overfill with the incident lot was observed. Additionally, evaluation/testing of the retain and customer samples was conducted and overfill was not observed. Root cause description: based on the investigation, a root cause could not be determined. The retain and customer samples product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that overfill occurred with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, "phlebotomists noticed 4 edta 2ml tubes that were overfilling while using closed evacuated tube system" 4 occurrences were reported, the date/time and patient information is unknown.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, "phlebotomists noticed 4 edta 2ml tubes that were overfilling while using closed evacuated tube system." 4 occurrences were reported, the date/time and patient information is unknown.